Event description:
It was reported that during a chevron surgery the device broke during insertion. All broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the received ar-8610tdc-20 with batch 031934 revealed that the tip of the device had broken off. A functional test was not performed due to damage to the device. The most likely cause is typically caused by excessive force during use.